Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that upon review of the logs, it was noted that an error was given for ps1 being out of range. The voltage of power supply (ps1) was measured, and it was discovered there was 0 vdc measured on j3 of the generator control board. The procedure for adjusting ps1 was followed, bringing the voltage to 5.21 vdc resolving the issue. A series of five 3d spins were performed to confirm no further errors or issues were present before returning the unit to the customer for patient use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000577, product ID: bi71000222, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initializing. The site attempted rebooting the system, but there was no change. There was no patient involved. Additional information stating that "the imaging system had xray disabled when going to perform a spin."